Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was given shots to treat. The customer experienced symptoms such as dizziness and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer had turned off the high and low alerts as they would not him sleep. Troubleshooting was not completed as the customer declined. The customer was having sensor issues. The insulin pump will not be returned for analysis.